Manufacturer narrative:
Upon receipt, the lead was found cut 5 cm distal to the is-1 connector pin into two segments. All fragments of the lead were sent for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported after an implantation time of approx. 14 days that the ra lead dislodged twice. The lead was explanted and a new lead was implanted successfully.